Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cloudy vision & double vision. The lens was explanted & problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Cause of the event listed as patient related factor. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Initial MDR was submitted in error and is not applicable. Claim: (B)(4).